Manufacturer narrative:
The reported incident that hook was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. Rust appeared in the instrument, resulting in a breakage of the tip, due aging, to several uses and thus several cleaning and disinfection processes a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that upon routine inspection of kit , it was noted that the tip was broken.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that upon routine inspection of kit , it was noted that the tip was broken.